Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).a follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect analyzer generated an initial (B)(6) result of 0.62 s/co. Upon repeat, (B)(6) results of 11.85 and 12.09 s/co were generated. There was no adverse impact to patient management reported.